Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2026 it was noticed that child is not responding to sounds. Re-implantation surgery has not yet been carried out.